Event description:
The reporter indicated a patient was in surgery for a revision of a generator for "battery depletion". The reporter indicated that a replacement generator had " a high reading" on a diagnostic test. The generator was not implanted in the patient and was returned to the manufacturer. Pending analysis of the device by the manufacturer. Good faith attempts are being made for more information.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.